Event description:
The customer reported via phone call that the insulin pump had a blank display. The display returned after trying 6 batteries. The self-test passed. The insulin pump alarmed battery out limit. The time and date were reset. Her blood glucose level was over 500 mg/dl. She treated her blood glucose level with the insulin pump. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.